Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that three patients underwent cataract surgery (with intraocular lens implantation). After the surgery the patients developed corneal edema. The surgery was completed on the same day by changing the fluid mechanics system. The current patients' condition was resolved after several days.